Event description:
It was reported that a stryker micro oscillating saw was corroded and flaking particles of rust when the head was opened to insert the blade during testing. The event occurred during a routine maintenance visit; no adverse consequence was associated with the event.

Manufacturer narrative:
During quality investigation, corrosion and flaking was confirmed. Corrosion damage is known to occur due to repeated autoclave cycles. The damaged parts were replaced and the device was repaired and returned to the customer.